Event description:
It was reported that a patient underwent a anterior resection procedure in 2009. The surgeon opines that "in cases where fistulas are present, the drain caused hematomas and seromas to form and the drain's performance is deficient when in contact with fluids other than blood." The patient was treated with a puncture in order to release the fluids.

Manufacturer narrative:
Date sent to the FDA: 09/24/2009. Failure to drain. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.